Event description:
Bleeding in leg/ vein started bleeding [venous haemorrhage]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer, regarding a (B)(6) old female pt (initials unk). The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc-one injections of 6 ml into both knees (uncertain but the reporter thinks that the pt received the synvisc-one injections in both knees). The synvisc-one lot number was not provided. On an unspecified date in (B)(6) 2011, the pt experienced bleeding in her leg/ her vein started bleeding. On an unspecified date in (B)(6) 2011, the pt underwent a surgery to stop the bleeding. The action taken with synvisc-one treatment was not provided. The pt's outcome for the event of "bleeding in leg/ vein started bleeding" was not provided. Relevant concomitant medications reported include coumadin. The intensity for the event was not provided.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.